Event description:
It was reported that the patient's right burr hole incision was open and producing discharge. It was assessed that the patient had an infection and underwent an explant procedure in which all devices were explanted. The explanted devices were discarded and were not be returned for analysis. A culture was taken, but the results are unknown. The patient was placed on antibiotics, and has recovered.

Manufacturer narrative:
Correction to block b5.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7072760. Product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7075238. Product family: dbs-lead fixation: upn: m365db4600c0, model: db-4600c, batch: 26050826. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7083006. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7084234.

Event description:
It was reported that the patient's right burr hole incision was open and producing discharge. It was assessed that the patient had an infection and underwent an explant procedure in which all devices were explanted. A culture was taken, but the results are unknown. The patient was placed on antibiotics, and has recovered.